Event description:
Additional information received indicated that the patient had the system explanted at an unknown time.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Manufacturer narrative:
B3-date of event is estimated. The allegation is against 1 of 2 leads; however, it is unknown which lead, therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: scs octrode lead, model: 3186, UDI: (B)(4), serial: (B)(6), batch: a000108532.

Event description:
It was reported patient was not receiving effective therapy and had pain at the ipg site. Patient experienced several falls. Surgical intervention may be undertaken at a later time.